Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, noise was visible during the analyzer measurement. A lead fracture and/or insulation damage were suspected. The lead was not implanted. No patient complications have been reported as a result of this event.